Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a load step malfunction occurred. While performing the load step, the piston pushed up until the cartridge reached 150 units. The force sensor calibration was found not to meet required specifications. The force sensor resistance was found to be out of specifications. There was contamination found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a load step malfunction. Testing indicated that the force sensor calibration and force sensor resistance were not within required specifications. Evaluation also revealed contamination on the force sensor plate. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.